Manufacturer narrative:
Visual inspection of the returned device showed that the device was in the manufacturing position. Opaque materials were observed in the inflation tube and inside the balloon, which was believed to be contrast. An attempt to inflate the balloon revealed that the catheter lumen was blocked by dry contrast. Visual inspection at high magnification revealed that the source of the leak was a longitudinal tear in the balloon, approximately 4 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1403703) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: attempting to close the artery chose to use a mynxgrip (6f/7f) vascular closure device, prepped the device in the usual fashion which includes inflating the balloon at the end of the device. The balloon held without issue and no leaks were noticed. After insertion of the mynx, the balloon was again inflated and when attempted to deploy the mynx, the balloon ruptured so the device was removed and manual pressure was held, the issue was resolved without further issues, no apparent injury. No further information is available.